Event description:
Information received by medtronic indicated that the pump rejected new batteries and was making grinding noise. Customer stated pump had random no delivery alarm and rewinds twice after reservoir change. Customer reported buttons were not responding and transmitter did not connect sometime. Customer stated pump had diminished battery life and reboots randomly. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.